Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon interrogation, it was noted that the pacemaker exhibited no low-voltage output and under-sensing. No intervention was performed. The condition of the patient is unknown.